Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarm was confirmed via the submitted log files. A review of the submitted controller event log file spanned approximately 9 days (13may2026 ¿ 21may2026 per time stamp). The backup battery fault alarm activated on 14may2026 at 22:43:35 due to a load test fault. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The alarm stayed active until (B)(6) 2026 at 14:33:32 when the controller was reset. The driveline was disconnected on (B)(6) 2026 at 22:48:01 and 22:49:03 for a controller exchange. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial number (B)(6), was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to investigate the increase in reported backup battery faults. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The 11v battery was inspected and accepted into the storage location on (B)(6) 2024 per material document. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (doc. Rev. D) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (doc. Rev. A) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use (doc. Rev. D) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (doc. Rev. A) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing an unknown alarm at their home and they opted to swap to their backup system controller. They didn't recall what the alarm said at the time. Log files were submitted for review which captured emergency backup battery (ebb) faults prior to the patient exchanging their system controller.